Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced a change in her stimulation. She is not receiving effective stimulation on one side. An sjm representative met with her and lead diagnostics determined contacts 9-16 had invalid impedances. She is working with her physician to determine the next course of action.